Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During mako case, the knee was looser than planned (showing 3deg ext during trialing and implantation. Therefore, checked cuts and noticed deep tibial cut(1.3mm) and deep distal femoral cut (0.8). Trial and implant fit was good but resulted in surgeon putting in a thicker poly insert 11mm and some hyperextension (3 deg). Lot numbers below. Green probe 0.3, blue probe 1.0. Robot reg good, verification 0.39.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: review of the case session files was not performed as case session data was not provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob230 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows other similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode cannot be confirmed because the relevant log files and session files were not provided for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.